Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot 6379914 the balloon of the used sample has burst but the balloon is entire. The balloon burst defect issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. The specific trend for balloon burst of this product family is considered acceptable as per the threshold.

Event description:
According to the available information, within a few hours indwelling, the catheter fell off. Balloon burst was found.